Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step during testing indicating the device's active exhalation control module malfunctioned. The device's active exhalation control module needs to be replaced to address the issue. Additionally, the device alarmed for a check circuit alarm condition. The device's tubing was reconnected to address the issue. The device's keypad was found to be worn and needs to be replaced. The device's flow sensor assembly was found to be cracked and needs to be replaced. No components were replaced per the customer's request. The device will be returned to the customer unrepaired.